Manufacturer narrative:
The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is operational context. The cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation. This report is for the same event as manufacturer report: 2937094-2018-01075.

Event description:
It was reported that after 359,375 joules and 6:31 minutes of use the fiber broke. The fiber was replaced with a second fiber and after 125,852 joules and 9:45 minutes of use the fiber was cleaned. It was reported that the fiber broke. The procedure was completed with a third fiber. This report is for the fsecond fiber.